Event description:
It was reported by the md that the intra-aortic balloon (iab) was unable to be passed through the sheath. As a result, the md removed the iab and sheath and inserted a non-fiberoptix sensor (fos) iab without difficulty. Additional info received on 09/02/2009 stated the iab was prepped and was wrapped "well" when handed to the surgeon. The sheath was inserted into the pt's left femoral artery. As the md began to insert the iab over the spring wire guide up the sheath (with the side port attached), he felt resistance. The md stated "it just doesn't feel right and I'm not going to use this." The iab was 2" outside the insertion point. A new iab was inserted and worked fine. The pt tolerated the procedure well.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.